Manufacturer narrative:
No failed battery test alarms were noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 21.4 mmol/l. The customer confirmed that the pump had not been bumped or dropped or exposed to fluid. There was no corrosion on the battery cap. The customer tried four different batteries but the alarm persisted. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.